Manufacturer narrative:
Unit passed selftest and displacement test. Unit received with the audio alert functioning properly. Pump error alarm (variable 3) confirmed in the pump history due to broken pin 1 trace (vdd) on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure alarm. The customer's blood glucose was 250 mg/dl. The customer was able to clear the alarm and finish complete prime process. A bolus into air was program and this seen in daily history. The self test was performed and it was passed. The insulin pump will be returned for analysis.